Event description:
Patient was revised because the poly liner had fractured around the rim.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The customer reports the patient was revised because the poly liner had fractured around the rim. Doi: (B)(6) 2002 - dor: (B)(6) 2012, (left hip). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update - the complaint has been reopened because the product has been received on (B)(4) 2012. Examination of the returned liner confirms a material fracture to the rim of the liner. It is suspected the acetabular cup is positioned more vertically than recommended leading to edge loading by the femoral head and patient body weight placing unexpected pressures on the material near the rim. Per the reporting however; patient x-rays are not available for examination. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.